Event description:
It was reported that patient had revision of accolade hip stem due to unknown reason.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade hip stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.